Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance, high capture thresholds, and noise. It was noted that the lead had fractured. Programming changes were performed. The patient was in stable condition.